Event description:
It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) exhibited loss of capture. While repositioning the lp, an effusion was noted. The lp was removed and pericardiocentesis was performed. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.